Event description:
When using an angio-seal to close an arteriotomy, the device became stuck in the artery. Was unable to advance or pull back for fear of tearing the femoral artery. Physician had to dissect device to get to string to release the device.